Event description:
Information was received from a voluntary med watch #45-0068-06-08 alleging that a patient who was invaslvely ventialted while in an isolation room became disconnected from the device. Although the device was later established to have alarmed, it was reportedly not heard or attended to by the facility staff. No remote or external alarms were being utilized at the time of the event. Further investigation revealed that the patient was disconnected from the device for approximately 20-30 minutes. The patient was placed on a ventilator, transferred to ICU, and was in an anoxic state. Although the voluntary medwatch indicated a product problem, the most recent information obtained from the facility during follow-up indicates that the device did perform and alarm to specification. The device was evaluated by the customer's respiratory department and returned to use. It appears that due to the location of the patient room and the absence of a remote alarm or call system, the device alarm was not attended to and resulted in a patient injury. There is no allegation of device malfunction.

Manufacturer narrative:
There is no allegation of device failure by the customer at the time of the reported incident. The device was evaluated by the user facility's respiratory department, found to be functioning to specification, and returned to use. A request was made by the manufacturer to evalute the device, however, the serial number of the device was not recorded by the user, and the device involved in this incident has not been returned for evaluation.